Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. It was noted that the battery status is at beginning of life (bol), and the elective replacement indicator (eri) value is not set, therefore causing the date to show as (B)(6), 2000. Technical services was consulted and discussed that a patient data file needs to be sent in order to confirm reason for disablement. Ts reviewed the data and advised the memory dump data shows a single loaded battery voltage measurement of 2015mv (millivolts). This is below the remote monitoring disabled (rmd) threshold of 2100mv and is the reason the device has deactivated radio frequency (rf). The device is at increased risk of entering safety mode and device replacement is recommended. At this time, the device remains in service. No adverse patient effects were reported.additional information was received indicating that this device reverted to safety mode, further information has been requested.

Manufacturer narrative:
Updates to adverse event or product problem, section b5, adverse event or product problem.this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. It was noted that the battery status is at beginning of life (bol), and the elective replacement indicator (eri) value is not set, therefore causing the date to show as (B)(6) 2000. Technical services was consulted and discussed that a patient data file needs to be sent in order to confirm reason for disablement. Ts reviewed the data and advised the memory dump data shows a single loaded battery voltage measurement of 2015mv (millivolts). This is below the remote monitoring disabled (rmd) threshold of 2100mv and is the reason the device has deactivated radio frequency (rf). The device is at increased risk of entering safety mode and device replacement is recommended. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. It was noted that the battery status is at beginning of life (bol), and the elective replacement indicator (eri) value is not set, therefore causing the date to show as january 1, 2000. Technical services was consulted and discussed that a patient data file needs to be sent in order to confirm reason for disablement. Ts reviewed the data and advised the memory dump data shows a single loaded battery voltage measurement of 2015mv (millivolts). This is below the remote monitoring disabled (rmd) threshold of 2100mv and is the reason the device has deactivated radio frequency (rf). The device is at increased risk of entering safety mode and device replacement is recommended. At this time, the device remains in service. No adverse patient effects were reported.